Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d10, e1 (event site name, site address). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Blood return caused some parts of the device to be unusable. A quotation has been made to the client and the device is waiting for repair. As per the fse, the device has been repaired by a third party, and the customer reported that the device is now working properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was returning blood, so the anti-pulsation was stopped and the balloon was removed in time. There was no patient harm.